Event description:
In 2004, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The initial follow up CT demonstrated a regression in the maximum diameter of the aneurysm. However, a recent cta demonstrated aneurysm growth with no apparent sign of an endoleak. Further re-intervention has not been performed at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: additional devices implanted include: pxc121000/lot. Pxa230300/lot. Pxa260300/lot.